Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. The device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
A journal article was obtained on 19 january 2025 that reported a retrospective study from poland. The purpose of the study was to provide a comprehensive comparison between two commonly utilized methods for acetabular revision surgery: trabecular titanium shell implants (regenerex) and burch¿schneider acetabular reinforcement cages (bs-apcs)(zimmer biomet, warsaw). The study reviewed a total of 220 patients that had undergone hip revision with varying acetabular defects, ages ranging from 32-89 years of age, including both male and females. Patients included in the study reflect more advanced disease stage and high complex cases. Burch-schneider cages cohort included 55 patients, mean age of 71.4 years old with 50 females and 5 males and mean follow up 112.5 months (range 15-209 months). An anterolateral surgical approach was utilized with placement of of burch¿schneider reinforcement cages with allogenic bone grafts and cemented polyethylene cups. Regenerex cohort included 165 patients, mean age of 68.2 years old with 113 females and 52 males and mean follow up 112.5 months (range 15-209 months). An anterolateral surgical approach was utilized with placement of regenerex titanium shell with modular inserts, minimal bone grafting and cemented polyethylene cups. In the literature review it was reported that in the burch-schneider cage cohort an unknown number of infections occurred on an unknown date. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). A2. Mean of age: 71.4 years. D10. Unknown head item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. G2: foreign - event occurred in poland. Literature: comparison of the trabecular titanium acetabular shell with burch¿schneider cages in revision hip arthroplasty. P. Kaminski, j.ambrozy and r.obuchowicz. Journal of clinical medicine. 2025. Pages (1-16).https://doi.org/10.3390/jcm14124381.